Event description:
The surgeon used the large covidien clip applier, but the clips failed to sit securely on the duct, and without any prompting they all spontaneously dislodged. The loose clips were removed sucessfully by the surgeon. A second device was used and it is unknown if it was of the same or different lot number.